Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were not placed when issue was identified and initially system bootup with no error. The system initially powered on with no errors. Isi technical support was contacted for troubleshooting with no patient injury. Surgeon disabled arm#4 use due to issue and completed surgery with three arms. The procedure completed robotically with same esu generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the shoulder harness cable at set up joint to resolve the issue with error 23203 in elbow. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the patient side cart (psc) had error 23103. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed the error on set up joint 4 (suj) and suggested for hard power cycle. The system was booted up with the same error and after 2-3 reboots as well. The tse suggested to disable arm net 4. The procedure was completed with no reported injury.